Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles in their reservoir. The customer's blood glucose level at the time of incident was 146mg/dl. Troubleshoot was conducted and the customer was assisted with priming the air bubbles. The customer was advised to monitor the device and call back if issues persist.